Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. Troubleshooting steps taken were the extension cord, adaptor and power supply swapped, turned the hemopro console on and off and wiped the hemopro jaw with wet gauze. It took 10- 15minutes to try all the troubleshooting steps. Not sure with the polyfuse effect. The cable and adaptor are used around twice a day. The cable and adaptor could be older than 2years. The heater wire and the silicone on the jaws were intact. No issues with the power supply. It is set at 3. Opened another box and completed case with no issues. No adverse event, just extra time incurred.

Manufacturer narrative:
Tw # (B)(4) updated sections: the device was returned to the factory for evaluation on 05/20/2025. An investigation was conducted on 06/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with no detachment at the tip of the hot jaw. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No additional electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. An engineer evaluation was requested and pending investigation. The issue with failure to cut was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Conclusion: the manufacturing engineering evaluation performed on june 30, 2025 determined that the reported failure mode "failure to cut" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and it was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. Based on the manufacturing engineering evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000458376 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a